Event description:
It was reported that during a device replacement, a diagnostic issue was observed. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of incorrect measurement was confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image showed false eri alert and inaccurate cell impedance measurements, consistent with uncalibrated battery measurement data caused by code corruption. An assessment of total projected longevity was performed, and the device has exceeded total projected longevity indicating normal battery depletion.